Event description:
The purchasing manager initially reported on march 13, 2009, a flogard device 2m8063, "that would not turn on". On april 14, 2009, baxter received clarification from the facility on the reported problem. The actual problem was the device "shut down during an infusion and would not turn back on" during pt use. The event occurred during pt infusion in 2009. The nurse reported to the purchasing manager that she entered the pt's room and the pump was not infusing as expected, it was stopped. The infusion was not complete, but the device would not re-start (the device had power, but would not infuse), so the nurse switched the pump for a different one and continued with the infusion. There was no pt injury or medical intervention necessary. The purchasing manager did not know what medication was being infused, or what the rate/volume to be infused was programmed to dispense. The pump was returned to baxter about one month later and is pending eval. There were no incident reports written on this event, and the nurse no longer works at this facility to obtain details of the event. There is no additional info available.

Manufacturer narrative:
The device has been received for eval, however, eval is not complete. A follow-up report will be filed upon completion of the eval or if additional info becomes available.